Event description:
Living related donor liver transplant case in 2001. The donor liver segment was harvested using a tissuelink floating ball device for hemostasis. The tissuelink device functioned as intended. At harvesting, nothing unusual was noted by the physician regarding the graft appearance. The donor partial liver graft was transplanted into the recipient. According to the physician, the graft had a large segment 8 vein that required vascular reconstruction in the recipient at the time of transplantation. Four days later, the hospital reported to be doing ok. Following that, the transplanted liver failed and increased to >3000. One week later, the patient was reported to be doing ok. Following that, the transplanted liver failed and the patient was placed back on the transplant list. The patient was retransplanted with a whole cadaveric liver however the patient died of multi-organ failure approximately 20 hours after transplantation. The tissuelink device was not used during the second donor harvest or transplant. Numerous attempts to contact the physician and determine if the tissuelink device caused or contributed to the graft failure and subsequent patient death were made. A summary of events as known to tissuelink medical was sent to the surgeon and corrections and revisions to the summary were requested. A response was received that the surgeon would attend to it. A second email was sent, approximately two weeks later, requesting a follow up. No response was received. The incident was closed by tissuelink on 11/2001 as an isolated, non-device related incident. No similar reports have been received from any other institution or physician. Tissuelink received subsequent information that the physician stated at a transplant convention in early march that they had used the tissuelink device on a living donor and had a negative result. An appointment was scheduled with the physician to discuss the comments as reported. The scheduled meeting was cancelled by the physician. Comments, stating that the tissuelink device may be implicated in the graft failure, were reported at other meetings nad relayed to tissuelink. This recent information (identified and verified on may 2002) determines the reportability of this incident. At a meeting with the physicians on may 2002, it was stated by the physician that there are many factors that may have contributed to the failure of this partial liver graft as in any transplant. Approximately 4 days after surgery the vascular reconstruction to segment 8 was noted to have no flow by ultrasound with changes consistent with perfusion abnormalities in segment 8. In addition a zone of poor perfusion had been noted by ultrasound on postoperative day 1 measuring 1 cm along the entire cut surface of the liver graft. This was felt to be consistent with a thermal injury from the use of the tissuelink device during the procurement of the graft. Although the graft was adequate size for the recipient at the time of transplantation (i.e. Gwbwr>0.8%) the physicians felt that the combination of the loss of segment 8 and the zone of thermal necrosis may have resulted in a functionally "small-for-size" graft that ultimately resulted in graft loss.